Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a network issue. The technical support specialist stated that the customer confirmed the issue was with internal network. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis anesthesia es system not communicating with the network. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.